Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/03/2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2016. No additional event or patient information is available.